Event description:
I had saline implants in 1996 - never had one single issue with them until one of them deflated so I had it replaced with another saline implant (had both replaced) natrelle 68mp allergan and have had nothing but pain and rash since then. FDA safety report ID# (B)(4).